Event description:
A surgeon reported a patient with an infero-nasal posterior capsular tear with an intact anterior hyaloid face that was noted during the phaco procedure. The surgeon does not think the tear was due to the laser. The anterior capsulotomy was continuous, complete, and intact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).